Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), liver disease/toxicity, and reduced cardiopulmonary reserve. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. A dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.